Event description:
It was reported that customer saw continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, and error did not appear again afterward.